Manufacturer narrative:
One opened bl5612 pack from lot v5571 was returned for evaluation. The visual examination found the tip protector missing however the needle is not bent. The port window is in the opened position and dried solution is visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter was cutting at 5000 c.p.m. But stopped after only a few minutes. The cut rate was reduced to 1000 c.p.m. And the cutter had good clean cuts. However, when the cut rate was gradually increased, the cutter stopped cutting at 3500 c.p.m. The inner needle slowly stopped retracting until it was blocking the port window. The cause of the cutter poor performance cannot be determined.

Manufacturer narrative:
The product was requested, however to date has not been received. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
We received a report from a customer in (B)(6) indicating that during an anterior vitrectomy, needed due to a hole in the posterior capsule, the cutter stopped cutting however the aspiration was still present. A new cutter was used to complete the procedure without further injury to the patient. The patient has recovered.